Event description:
Healthcare professional called to report right side rupture. Later healthcare professional reported capsular contracture, baker grade iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional called to report right side rupture. Later healthcare professional reported capsular contracture, baker grade iii. Device has been explanted. This relates to the right side.